Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a replacement ring was needed for an unknown reason. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review shows that there is a large lucency surrounding the superior portion of the acetabular cup. The femoral head is located eccentrically superolateral to the center of the acetabular cup. Stem is intact without periprosthetic lucency. No obvious abnormality in the positioning of the acetabular cup. There are regions of sharply demarcated lucencies surrounding the cup which suggests loosening. Position of the femoral head within the cup confirms poly wear. Bone condition is normal except areas of lucency surrounding the cup. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported upon x-ray, polywear was identified 17 years post primary implantation. Attempts have been made and no further information has been made available.